Event description:
It was reported that a patient recently complained of "poor vision quality," approximately 8 years post lens implant. In the surgeons opinion, the lens was adhering to the capsule too tightly, and the lens curled when the capsule contracted, which caused the lens to be dislocated. No secondary intervention has been performed due to the difficulty of adjusting the lens or replacing the lens because of the tight adhesion between lens and the capsule.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.